Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose after dinner despite a meal announcement, with a fingerstick-confirmed peak of 255 mg/dl and no observed infusion set leakage or tubing bends; education and troubleshooting were provided, including possible causes of hyperglycemia, guidance to change supplies if elevation persisted, and to follow healthcare provider recommendations. Symptoms included heart racing and stomachache. Outcomes included no use of backup therapy, no ketone testing, and no need for medical assistance or professional intervention. Investigation included complaint handling, user interview attempts, and product-use education. Investigation of this case revealed no device malfunction confirmed and an undetermined root cause. It was concluded that the event involved hyperglycemia with cause unclear and that the device was used for treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.